Manufacturer narrative:
Our quality engineer inspected the photos, and 4 samples submitted for evaluation. The reported issue of silicone visible was confirmed upon inspection of the samples. Analysis of the samples showed a transparent silicone-like material on the catheter on one sample. The size of the silicone was measured at 0.05 mm2 which is within the allowable specification of 0.2 mm2. The other 3 samples had no silicone visible. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The transparent silicone-like material was identified to be silicone which is likely similar material with the catheter lube used at the assembly machine. Given the silicone-like nature of the lube, it was possible for the lube to migrate to the different locations on the catheter surface during transportation or storage. Current control is an in-process visual inspection to check for gel on the catheter.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in had silicone visible on needle / catheter the lubricant is clumping like jelly at the tip of catheter.